Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 554 mg/dl. The customer was treated with pump. It was reported that the customer had a problems with the sugar levels. The customer stated that they had bent cannula. Customer declined to troubleshoot for high blood glucose. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will be returned for analysis.